Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a revision surgery on (B)(6) 2016 was performed due to plate breakage. The implantation date was on (B)(6) 2016. Review of received data: - one picture of the plate was received. In the picture it can be seen that the plate was broken in two pieces. Devices analysis: - visual examination: only the broken plate was returned for investigation. The plate was received in three pieces. An additional cut outside of zimmer biomet (B)(4) was done for external anaylsis of the plate. However, the visual examination of the fracture planes shows an indication for a fatigue fracture (small/thin beach lines) on both broken parts of the plate. There are several scratches on the plate surface visible. The sub components were not returned for investigation. Conclusion summary: the ncb pp plate was in vivo for more than 3 months. The visual examination of the returned plate indicates that no material defects that could have triggered the breakage could be found. The fracture surface is characterized by beach lines which indicate a fatigue fracture of the plate. Neither x-rays or operative notes were provided. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore an exact root cause for the plate breakage could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an ncb, periprosthetic femur plate, distal, right, 9 holes, 238 mm on (B)(6) 2016. The patient was revised on (B)(6) 2016 due to breakage.